Manufacturer narrative:
This acuity lead was returned to boston scientific¿s post market quality assurance laboratory with dried blood/body fluid in the tip region; the lead tip appeared intact and undamaged. No product abnormalities were identified that may have caused or contributed to the reported clinical observation of perforation. Laboratory analysis was unable to conclusively establish a relationship between this passive fixation lead and the reported perforation.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unable to be successfully implanted due to a vessel perforation leading to a pericardial effusion. A pericardial effusion tap and intravenous antibiotics were adminsitered and the patient is in recovery. The lv lead was explanted. No additional adverse patient effects were reported.